Event description:
It was reported PICC migrated into jugular, flushed line and pulled back to reposition. What type of catheter securement was utilized? Bard PICC stat lock and 3m tegaderm IV advanced securement. Placement date: 1/20/21. Explant date: in place.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter kinking was confirmed but the cause is unknown. The product returned for evaluation was a zoomed in view of the left arm likely from a frontal chest radiograph. There was a left sided PICC present. Near the skin surface there was an apparent kink in the catheter at the insertion site. There was also mention of a malposition of the catheter tip in the complaint information. However, the distal end of the catheter was not visible in the returned image. It could not be determined where the trajectory of the catheter was going from this image. Possible contributing factors for a malposition of the catheter tip could include the patient¿s anatomy and/or physiology, jetting of fluid from catheter tip during power injection, or catheter whipping during power injection. The cause of the visible kink in the catheter is unknown at this time. Possible contributing factors could include patient anatomy, catheter placement through a tortuous path, or catheter stabilization. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ and ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen.¿ a lot history review (lhr) of reew0795 showed no other similar product complaint(s) from this lot number. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported PICC migrated into jugular, flushed line and pulled back to reposition. What type of catheter securement was utilized? Bard PICC stat lock and 3m tegaderm IV advanced securement. Placement date: (B)(6) 2021, explant date: in place.